Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2018. If implanted; give date: not applicable the lens was removed in the same procedure. If explanted; give date: not applicable the lens was removed in the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was torn during insertion. Per account, iol was caught on the loader and then tore. There was patient contact. The iol was removed. There was no incision enlargement or patient injury.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/26/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the lens was cut in two parts. Residue of viscoelastic was detected on both section of the lens optic and on the haptics. The condition of the returned lens was consistent with a unit that was cut during the surgical process. The customer's reported complaint was verified. However, based on the evidence observed the reported lens was not affected by the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu sates to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.